Manufacturer narrative:
The returned tracker was analyzed. It was found that one side tab was stuck open, the other was broken off at the tip. A piece of the rubber grip on the handle was also torn off. Otherwise, the tracker received a known instrument without issue but it could not be retained due to the side tab damage. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a tracker was damaged and taken out of the set in sterile processing department (spd). No patient present. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that there was visible damage to the tracker. The cause was unknown. Additional information was received. It was reported that the retaining mechanism for holding a probe in place was no longer working.